Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user updated the ilet app, disconnected for the update, and awoke with hyperglycemia after the connection did not remain in place overnight; the user later reconnected, observed a reading of 383 mg/dl with two arrows down indicating insulin delivery, and confirmed use of a contact detach infusion set with recent supply change and 21 units remaining. Symptoms included weakness and moderate ketones. Outcomes included use of the user¿s ketone action plan, hydration, and no professional medical intervention beyond consultation with the endocrinologist and manufacturer; ketones and glucose subsequently decreased and the user reported feeling better. Investigation included product use review and troubleshooting with education. Investigation of this case revealed that the connection was likely not secured after the update, leading to prolonged hyperglycemia until reconnection. It was concluded that hyperglycemia occurred with cause unclear relative to device performance because the system functioned as expected once reconnected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.